Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd salaries smartsite pump infusion set was leaking the following information was received by the initial reporter with the following it was reported by the customer that primary tubing at distal port leaking back out of port area while drug infusing.